Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device came in for service and was evaluated by the technician. No further information is available. Manufacturing date for this device is unavailable

Event description:
Customer reported that the device was leaking. This is report 1 of 1 for complaint (B)(4).